Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the cuff would not inflate while in patient. Re-intubation was required. The sample was thrown away. There was no patient harm. No product is returning for evaluation.